Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.

Event description:
It was reported that the ventricular lead exhibited loss of sensing and a threshold anomaly. A chest x-ray revealed that the lead had dislodged. The lead was scheduled for repositioning.